Event description:
The facility reported a colleague infusion pump with a reported condition of "air detected". The event was reported to have occurred upon power up during bio-medical service. According to the facility, no patient injury or medical intervention had been reported related to this event. Upon customer contact, it was determined that this was a false air in line alarm. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
The reported condition of air detected was confirmed, but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "air detected." (B)(4).